Event description:
Customer said they opened up one of the ice packs, popped the inner bag and placed it on their shoulder. They said it was wet and that it instantly burned a large blister on their skin.